Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Visual inspection noted the device was found to be partially fired. The reloads were loaded into a representative instrument. The interlocks were overridden and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Functionally, the reload interlocks were tested and found to function properly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach clamping on a laparoscopic gastroplasty by pass, the powered stapler did not fire the loads. The first three clamps were left out of one of the reload, was stuck and did not fire. The second load did not clip. The same reloads were used on manual stapler to complete the case. There was no patient injury.